Manufacturer narrative:
(B)(4)

Event description:
It was reported that patient underwent a system explant due to an infection. The patient was otherwise asymptomatic. The pacemaker and right ventricular lead were explanted. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies found.